Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device was displaying error code e6. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device was displaying e6 code. It was further determined that the device failed pretest for motor thermistor assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).